Manufacturer narrative:
The reported 72201995 2.9 osteoraptor assembly, used in treatment, has returned for evaluation. Visual assessment confirms breakage. Fragments of the anchor where returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions of the bone that would prevent secure fixation. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the anchor was fractured when screw-in. All pieces were recovered using tweezers. There was a delay of under 30 min and the procedure was completed using a s+n backup device on an additional bone hole. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.